Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no other devices. There was blood in the inflation and wire lumens. The tip was damaged. The inner shaft was buckled at the proximal markerband a length of 5mm. Microscopic inspection of the device revealed that there was a pinhole in the balloon material at the proximal edge of the distal markerband. There was no damage to the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ad severely calcified iliac artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was used to dilate the lesion. However, the balloon ruptured on the 1st inflation at 10 atmospheres for 30 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.